Manufacturer narrative:
The insulin pump had pump error 25 due to connector resistance issue. The insulin pump was received with normal operating currents and no unexpected power loss alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer changed battery already 3 times today and keeps having power issues. Customer¿s blood glucose was 5.6 mmol/l at time of incident. Insulin pump will be return for analysis.